Event description:
The customer reported to olympus during a therapeutic transurethral resection of the prostate in saline (turis) procedure, a e103(lamp light-up error) displayed on the visera elite xenon light source. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the spare lamp was glowing, but the xenon lamp was not working due to a faulty converter (power supply), white light interferometry lens (wli) was foggy, minor hit and scratches marks on the front panel, scratches were found on the power switch, minor deformation and dirt deposition on the socket, a minor dent and scratches on the top of the cover, minor rust and scratches on the rear panel, rust and corrosion found on the system connector and rear foots on the rear panel and minor rust and scratches on the chassis. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty converter (power supply) could not be identified. Olympus will continue to monitor field performance for this device.